Event description:
Ambulance personnel were attending to a pt experiencing chest pain. After several minutes of monitoring the pt's electrocardiogram the device allegedly displayes excessive artifact and the rhythm could no longer be discerned. The pt transported herself to the hospital for treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.